Event description:
A malfunction was reported on the customer's pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the issue. The customer continued using the pump and was advised to call back if the problem occurred again, which was acknowledged and understood.